Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral stem was inserted using the inserter and a mallet. The piece seems to have broken at that time where it is soldered but was not realized during the case or in post-op x-ray. During routine post-op check-up, review off x ray films showed a retained foreign body. Upon checking the instruments, the broken stem inserter was noticed. The tip had sheared off. The tip is the suspected foreign body. Patient still has the broken tip in the hip. The situation is being monitored and not sure if the tip will be removed or not. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the tip of the inserter is fractured off. The tip was not returned with the inserter. Item and lot numbers are confirmed to match the complaint. The instrument has signs of use. It does have scratches and wear marks over the entire device especially on the strikeplate. Dimensional analysis confirms that the device matches the print. All dimensions are conforming. Overall length was not measured as it is missing the tip. The inserter was submitted for further analysis. Analysis determined bending overload failure mode review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review identified the following: right total hip arthroplasty with metallic foreign body within the joint space suggesting implant fracture. The root cause of the reported issue is attributed to a design deficiency. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that review off x ray films showed a retained foreign body. Upon checking the instruments, the broken stem inserter was noticed. The tip had sheared off. The tip is the suspected foreign body. Patient still has the broken tip in the hip. The situation is being monitored and not sure if the tip will be removed or not. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.